Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial (B)(4)), stockert 70 system (model# m-5463-01 serial (B)(4)), coolflow pump (model# m-5491-02 serial (B)(4)), webster cs catheter (model# d-1263-06-s lot# 17669985m). (B)(4).

Event description:
It was reported that a male patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, after ablation, the patient became hypotensive and a tamponade was confirmed via echocardiography. Pericardiocentesis was performed and yielded an unspecified amount of fluid. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient outcome has improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the perforation most likely occurred as a result of ablation in the rvot. No transseptal puncture was performed. There is no sheath information. Generator was set on power control mode at 30-40 watts. Power was not titrated. There is no information regarding generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 15 ml/min. Patient did not receive anticoagulant during the procedure. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.